Event description:
When trying to extract the appendix from the patient's abdomen, the retrieval pouch of the reliacatch specimen retrieval bag broke without causing injury/harm to the patient. A different pouch was used to finish the procedure. The faulty reliacatch specimen retrieval bag was discarded after the procedure so it is not available for viewing.